Event description:
It was reported following unsuccessful placement of a subclavian intravenous catheter in a pt with an implanted filter, a right subclavian vein intravenous catheter was successfully placed. Following an undetermined amount of time the pt became hypertensive and was treated with a blood transfusion. Co was informed the pt subsequently expired and an autopsy revealed a filter leg had perforated the vena cava. Attempts to gain further details about this event have been unsuccessful. Therefore co is unable to determine the cause for this event.